Event description:
Handpiece wouldn't biopsy, almost as if the internal 'motors' wouldn't engage when the pedal was pressed. Multiple attempts were made using this handpiece. New hand piece was opened and work without problem. No harm to the patient.